Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge flag.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that when starting a new case, the purge cassette was inserted first. Then the disk was placed, and an alarm came on the automated impella controller (aic) saying to insert the disk and the alarm would not clear. The alarm would not let the aic advance to the next step. The aic was not sensing the purge disk. There was no patient harm reported.